Event description:
The perfusionist reported that the heat exchanger leaked after the heart was arrested, during cardioplegia delivery. The leak was isolated to the water component. The case was completed without further incident. No pt injuries were reported.